Event description:
It was reported in a service report that a cot dropped when being unloaded from an ambulance with a patient onboard. The service technician asked the customer if any adverse consequence occurred and the customer stated no injury.

Manufacturer narrative:
The service technician examined the cot and found it to be performing to specification.